Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was hospitalized due loss of sensation on the legs and heart attack.

Event description:
It was reported that patient was hospitalized due loss of sensation on the legs and heart attack. Additional information was received that patients cardiac event was not device related. Patient was now in the rehabilitation facility.